Manufacturer narrative:
Image review: four photographic images of the patient¿s symptoms were received for evaluation. Images one and two are of the patient¿s lower left limb. The limb exhibits swelling and redness, with a darker degree of redness on the treated side of the leg. Images three and four are of the patient¿s lower right limb. The limb exhibits swelling and redness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it s reported the patient also experienced pain. It is believed the patient has been prescribed triamcinolone cream. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a procedure with a venaseal closure system that treated segments of the great saphenous ve in(gsv)/short saphenous vein(ssv) on both left and right legs on (B)(6) 2019. Approximately 2 weeks post procedure, patient developed redness on the treated legs. The physician prescribed prednisone and the symptoms reduced while using the cream but re-appeared once they stopped using the cream. An alternative cream -triamcinolone cream has been prescribed.